Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using care link. Device had scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having low blood glucose and passing out. Paramedics were called and customer was taken to the emergency room on (B)(6) 2017. Customer's blood glucose was taken prior to paramedics arriving and blood glucose was 22 mg/dl. When paramedics arrived, customer's blood glucose was in the teens. Customer reported that blood glucose had been between 400 mg/dl and 500 mg/dl and was treating, but blood glucose continued to rise. Customer began to treat with manual injection and insulin pump and over treated which is what caused low blood glucose and a seizure. Customer was treated at the hospital and released.